Event description:
The customer reported that the system failed to boot to a usable state and exhibited a non-recoverable loss of functionality. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The battery charger assembly was determined to be not operating at the correct voltage and was adjusted to 224.5 vdc from 228.5 vdc. The system was tested and found to be working as intended and returned to service unit works as intended.